Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd medication cassette was tested twice for volume accuracy on a cadd-legacy one ambulatory infusion pump (MFR report: 3012307300-2020-00498). It was reported that when the pump was received back from repair for damage to the lcd display, it was tested for volume accuracy with a reading greater than 6%, and that subsequent testing was then performed with additional cassettes. Per reporter a total of thirteen cassettes were tested over several days with the percentage error between 10-14%. There was no patient involvement.

Manufacturer narrative:
13 cadd cassette reservoirs were returned for evaluation. Some cassettes were in their original packaging and some were not. The samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination. No discrepancies were detected on the housing nor arch height in the most of the samples, only one piece had a pronounced arch upwards. The samples were set for accuracy testing using a pump legacy and a balance mettler toledo to look for unusual function. From the 13 samples received, only one sample from l/n 3675012 failed and confirmed the reported failure mode; which it is the sample with arch height pronounced. A review of the manufacturing process for p/n 21-7002-24 l/n 3957633 was conducted and no discrepancies were found. The most probable cause of the issue is that the arc height was not properly assembled.